Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 255 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 126 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, the customer did not want to perform a back to back blood test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date at time of call is a month and a half. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all these results. Customer states that for the 5-6 days the meter is giving higher blood results.